Manufacturer narrative:
The sample was discarded and based on the limited information provided to date, no conclusion can be made. It is unclear at this time if the allegation is that the mesh tore while being removed from the packaging or if this is being reported as an out of box failure. By design there is a positioning pocket (slit) in the center of the polypropylene (mesh) side of the device to assist in the positioning the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in october, 2018. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
It was reported that on (B)(6) 2019 when the bard ventralex mesh was opened for a procedure "it was torn and could not be used." The case was completed with another bard ventralex mesh. The sample was discarded and not available for return. There was no injury to the patient.